Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a double lumen power PICC placed at ir. The patient was referred back to ir for PICC replacement as it was reported that one lumen was completely broken and a second lumen was leaking. The PICC was replaced. No patient injury reported.

Event description:
It was reported that the patient had a double lumen power PICC placed at ir. The patient was referred back to ir for PICC replacement as it was reported that one lumen was completely broken and a second lumen was leaking. The PICC was replaced. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed. One 4 fr dual lumen power PICC provena was returned for evaluation. An initial visual observation showed the purple luer hub was missing. Use residue was observed throughout the sample and some dressing or securement material was observed on the purple lumen. The pinch clamp on the purple lumen was observed to be engaged, and the ink on the extension legs was observed to be worn and faded. A microscopic observation revealed the fracture surface of the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. Two holes were observed in the extension tubing of the red lumen, just within the luer hub. Cracks/fissures and beach marks were observed on these fracture surfaces as well.